Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition. Section d1-asku and section d4-asku. Information was requested from the customer but was not provided.

Event description:
Per complaint (B)(4), during post operative check the implant fellout during perio- maintenance.